Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via direct aortic access in a 22 year-old female patient presenting with acute decompensated cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was also supported with extracorporeal membrane oxygenation (ECMO), with ECMO serving as the primary hemodynamic support device and the impella being utilized for left ventricular venting. While on support, a change in pupil assessment was noted. Prior to this change, the patient had been following commands appropriately. It was reported that a bedside ECMO circuit change was performed at 1900 and the noted pupillary changes were at 2000. The patient was taken for emergent computed tomography imaging of the head, which demonstrated a large right parenchymal hemorrhage within the right frontal lobe. There is a known increased risk of stroke with ECMO circuit changes. During support, the impella 5.5 device was operating at performance level 3 with lower than expected flows of 0.3 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The decision was made to withdraw care and the patient expired. The death is conservatively being reported to the impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage d, in the setting of multiple mechanical circulatory support devices.

Manufacturer narrative:
Cerebrovascular accident/pdi: the cause of the injury was not determined due to insufficient clinical details.